Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the delivery issue was determined to be patient condition related due to stenosis and as evidenced as both catheter kink and cannula kink resulting from the resistance during delivery and prevented from successful delivery.

Event description:
Clinical narrative: an impella 5.5 was attempted via a left surgical axillary approach in a 62-year-old female patient for the indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During the procedure, a guidewire was successfully advanced into the left ventricle; however, the impella 5.5 device could not be advanced into the aorta. Advanced troubleshooting measures were performed, including use of a buddy wire, viperslide, and a new 0.018-inch guidewire, without success. An angiogram was obtained, which identified vascular stenosis, limiting device advancement. Based on these findings, the decision was made to abort the impella 5.5 placement, and an impella cp device was implanted instead. The inability to advance the impella 5.5 is consistent with patient-specific vascular anatomy and access limitations.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.